Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to externalized conductors during a normal device change out. No further information is available.

Event description:
New information received indicated that the patient was stable post procedure.